Event description:
New information received notes that since july 2017, multiple noise reversions were observed on the rv lead. There were 4 high ventricular rate episodes that briefly inhibit rv pacing. The noise could not be reproduced with isometric or pocket manipulation. The patient experienced frequent episodes of lightheadedness. Programming changes were made to minimize noise oversensing on rv lead. Venogram was performed, and the physician chose to cap the rv lead based on results of venogram. Patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing on the rv lead was observed. The lead was capped and replaced on (B)(6) 2019.